Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. A review of the device history for the reported lot did not indicate any abnormalities. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. However, one of the possible causes of the failure could be over application of torque on drill as suggested by the event: ¿drill caught on a threaded tipped guidewire causing significant torque on the drill bit and subsequent failure¿, it is indicated that there was an unintended interaction of the drill with guide wire leading to excessive torque being applied, subsequently causing breakage. No indications of manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
The customer reported that the tip of the drill has broken off in the nail and the surgeon was unable to remove the tip. It remains implanted. Additionally reported: drill caught on a threaded tipped guidewire causing significant torque on the drill bit and subsequent failure. No attempts were made by the surgeon to remove the drill top from the patient's bone.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Broken tip is still implanted, remainder of device unknown.

Event description:
The customer reported that the tip of the drill has broken off in the nail and the surgeon was unable to remove the tip. It remains implanted. Additionally reported: drill caught on a threaded tipped guidewire causing significant torque on the drill bit and subsequent failure. No attempts were made by the surgeon to remove the drill top from the patient's bone